Event description:
The customer reported that with a new battery, the device does not turn on and the status indicator flashes. There was no patient involvement.

Manufacturer narrative:
The device is an automatic external defibrillator and the actual device involved was evaluated. The complaint was confirmed. Investigation isolated the cause of the malfunction to an internal fault in an oscillator on the "main" printed circuit board. The internal fault shorted a power source to ground, rendering the entire board inoperable. The board with the faulty oscillator was replaced to restore device function. After repair, the device performed to specifications and was returned to the customer.